Event description:
The hcp reported explant of pain pump. No report of patient symptoms. The device was returned to the manufacturer for analysis. A follow up report will be sent when additional information is received.